Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics hand piece did not have power when going to reaming. It passed mics status check prior to surgery. Case type: tha. Was there a surgical delay? Yes - =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that mics hand piece did not have power when going to reaming. Product evaluation and results:" visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed. The reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. The motor ran properly during testing. Reference attached screenshot." Product history review: device history records indicate 25 devices were manufactured under lot k0a8n and 23 including 4202806 were accepted into final stock on 09-21-2017. A review of qt17-09-0041 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, prodex lot k0a8n shows 04 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Conclusions: the alleged failure mode could not de duplicated. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA (B)(4) are associated with the failure mode reported in this event.

Event description:
Mics hand piece did not have power when going to reaming. It passed mics status check prior to surgery. Case type: tha. Was there a surgical delay? Yes - =15 minutes.